Event description:
Patient reported that they had teeth that were knocked out of place due to an accident. They require dental work and healing before being able to wear the aligners. They were seen in the ed and the doctor informed them of this. Requested diagnostic findings from the ed doctor.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.